Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that on (B)(6) 2018, the patient was hospitalized for elevated blood glucose (bg) of 26 mmol/l with a large level of ketones (6-7 mmol/l) associated with an alleged motor issue. Reportedly, the patient resumed with the same pump, remained on the pump and was treated by a healthcare provider and was hospitalized as treatment for a night. After the patient received assistance in the hospital, their condition returned to normal. After leaving the hospital, the patient resumed use of the pump and experienced motor issue again so the product will be replaced. Troubleshooting by animas customer support determined that call service 064 alarm recurred and there was a motor issue with the pump so the patient was not able to complete the rewind, load and prime steps. It was determined that the pump wasn't delivering enough insulin because the motor wasn't going all the way through to push the cartridge in order to deliver insulin. This complaint is being reported based on the allegation that the patient experienced hyperglycemia because of an alleged motor issue.

Manufacturer narrative:
Date of submission (B)(6)2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2018 with the following findings:.during investigation, the black box showed three occlusion alarms with high force. There were no cs064 alarms observed on 2018-03-12. The black box shows cs064-0001 alarms (occlusion during prime). The last bolus delivery was a 13.226u ezcarb combo bolus on (B)(6)2018 at 19:08. Rewind, load and prime steps performed successfully. Pump exercised for 24 hours with no alarms occurring. The total daily dose added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. Removed pump cover; no defects were observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.